Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss from an unknown location resulting in cylinder inflation issues. The device was explanted and replaced. No patient complications were reported.